Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 64002, serial# unknown. Product type: adapter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a sudden loss of therapy due to a loose connection between an adaptor and the implantable neurostimulator (ins). It was noted that a screw appeared to be loose for an unknown reason. Surgical intervention was required and a new screw was used to reconnect the adaptor to the ins. It was noted that there were no patient symptoms and the patient suffered no injury or adverse event.

Event description:
It was reported that the screw appeared to be loose and the reason was unknown.